Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 (compensated) on a cobas c 111. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 1.16 mg/dl. The sample was repeated twice, resulting in values of 1.63 mg/dl and 1.58 mg/dl. The creatinine reagent lot number was 57929101, with an expiration date 30-jun-2023.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.